Event description:
Customer reported that the insulin pump alarmed during prime/rewind process. Customer stated that he programmed an easy bolus into the air and the bolus amount was not recorded in the bolus history. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. Unit received with cracked reservoir tube lip, scratched reservoir tube window and display window and missing end cap sticker.